Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had placed an impella cp for support of a patient admitted in for ablation. The patient had signs of hemolysis and was explanted after 25 hours and replaced with an intra-aortic balloon pump. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation has been completed. The pump was returned for investigation. The data log shows no signals related to biomaterial interaction, positioning issues, or the patient condition during the case run. No other physical damage was observed on the returned product other than a kink in the cannula. A tiny amount of blood was seen in the delo joint between the cannula and the cage. The pump was then tested in a bucket of water, and it ran according to specifications. The pump was subsequently sent for hemolysis testing and failed the test with an mih > 20. The pump was closely examined after a tear down and no impeller damage was observed. The root cause of the hemolysis issue was unable to be definitively determined based on returned product and log analysis. D10 concomitant medical products and therapy dates updated.